Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with an unspecified mentor textured saline breast prosthesis that deflated after implantation. Deflation of the patient¿s left breast prosthesis was confirmed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 275cc saline breast prostheses on (B)(6) 2020.

Manufacturer narrative:
On 01-jun-2020, the mentor failure analysis lab received the device for evaluation. On 02-jun-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed in the product. The device was received for analysis and, during the visual evaluation, an area of siltex cracking was observed on the posterior aspect. Within the siltex cracking, a tear measuring approximately 1.1 cm was found. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).